Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "unrecognized ventricular tachycardia in a patient with mitral annulus disjunction and syncope." Heart rhythm society. 2020. 6:646¿651. Doi: https://doi.org/10.1016/j.hrcr.2020.06.015. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this implantable cardiac monitor (icm). The article reports a patient who experienced an episode of ventricular tachycardia (vt) and significant noise was recorded by the icm. Due to concomitant noise from sternal rubbing, the icm recorded oversensing of the true underlying rhythm. The icm was explanted and the patient was implanted with an implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.